Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged finding black particles in mask from device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging black particles related to the CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer determined upon further review that section g3-date received by manufacturer should have been 05/12/2022. Section g3 has been corrected.

Manufacturer narrative:
Additional information was received on july 02, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging black particles in the device related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they was able to confirm the device powered on and provided airflow. The manufacturer inspected the device internally and externally, observed dust like contamination on the ui (user interface) panel, the top enclosure, the accessory module slot, the rear panel, the bottom enclosure, the dc jack, the air inlet, the blower motor, and the blower outlet seal, unknown yellow residue on the top enclosure and the bottom enclosure, black particle contamination, inconsistent with degraded sound abatement foam, on the top enclosure near the accessory module slot, the air inlet, the bottom enclosure, and the blower box, hair like fibers in the air filter and air inlet, pinkish marks of unknown contamination on the top enclosure, unknown brown residue on the ui panel, no clean flux on the sd card slot of the pca (printed circuit assembly), spots of unknown white residue on the battery of pca, insects were found on the top enclosure and the bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer concludes that they were able to confirm the customer complaint and there was no evidence of sound abatement foam degradation. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Sections d8, d9, h2, h3, h6 has been updated in this report.